Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners and battery tube threads. Unit received with corroded battery tube.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 120 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.